Event description:
The report stated that after completing an rf ablation, the surgical staff found a blister on the pt where the rem pad had been. After the pad was removed, the aluminum foil around the cable on the pad was found to be cracked. The pad position had not been changed during the procedure. The burn is a third degree burn on the right thigh with a size of approx. 1cm x1cm. The burn was treated with rinderon. No other pt info was available.

Manufacturer narrative:
Date of initial report: 09/12/2008. Dgphp site burns can be the result of a number of causes including placement, duration of treatment, and power settings, pt condition, and potentially by failure of the dispersive electrode to perform as intended. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp, and ensuring good contact throughout the procedure (especially if the pt is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out, and be a source for burns because they do not conduct electrical current properly. In this particular investigation, the foil was discolored, and slightly degraded at the bottom of the tab. The sample did not show a resistance reading. The results of the resistance test indicate that the condition of the pad could have contributed to a burn. The mitigate this condition, three corrective actions have been taken to improve the reliability of the pad. Two design changes were made to improve the flexural strength of the tab area of the pad: the polyester backing thickness was increased and the polyester tab, which acted as a stress concentrator for foil cracking, was eliminated. The third action was to add a specification to the drawing to assure proper gap between the termination, and the gel which will reduce the likelihood for corrosion of the foil. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained, and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises. Additionally, in march 2007 mfg improvements were implemented to reduce the possibility of stress fractures.